Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited rising/high thresholds, and there was a noted change in the r-wave sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.